Manufacturer narrative:
Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. In trouble-shooting, the medtronic representative recommended to the site that they shut down their navigation system at night. (B)(4) 2015 - a medtronic representative, following-up at the site, reported stressing to the site various times, the importance of backing out of the software and power cycling the system every few days, if the system was not shut down overnight. Site has opted not to shut down the navigation system overnight, as the site sometimes has to use the systems at off-hours and the neuro equip manager would prefer them left on for emergency preparedness as the staff is not well versed in the systems, especially overnight and weekend staff." Software investigation has not been completed. No further issues have been reported.

Event description:
A site representative, neuro-coordinator, reported that after leaving their navigation system on over-night, the system was unresponsive in the morning. The site was cautioned to shut down their system at night, when not in use. There was no patient present when this issue was identified.